Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she was trying to charge her ins when the controller said, ¿error call mdt.¿ the patient reported that the screen switched before she could write down all that it said. The patient reported that she was able to start charging the ins. The patient reported that the screen was only saying charging and didn¿t say it was excellent or good. The patient reported that also the controller didn¿t tell her when she was done charging the ins and it took her 2 hours to charge. The patient was instructed to take the battery pack out of the controller and reinsert it. The patient reported that the controller battery was at 100% and the ins was now saying 50% when it was saying 30 or 40%. The patient plugged the recharger into the controller and reported that they saw poor rec harge, reposition antenna. Once the patient repositioned the antenna they were seeing charging excellent. No further complications were reported.

Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the cause of the error screen, ins taking 2 hours to charge, and the controller not showing the recharge quality/when the ins was done charging was unknown. The hcp reported that no actions/interventions were taken at this time to resolve the issues. It was unknown if the issues were resolved. No further complications were reported.